Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-19248. It was reported that an asymptomatic patient presented to a normal generator change out when it was discovered that both the atrial and right ventricular leads had been fractured. Both leads were explanted and replaced during the generator change out procedure. Patient had no consequences as a result of the event.